Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that when the pad was removed from the pt's right anterior thigh, they noticed a 3 centimeter rectangle of redness with 3 small circles inside. The doctor thought it might be a burn. The area was treated with bacitracin and a band-aid. The second day, the doctor examined the injury and said it was doing fine.